Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: other medical products in use during the event include: product ID: d-evolutfx-2329 (lot: 0013013176); product type: 0195-heart valves; implant date: non-implantable product ID: l-evolutfx-2329 (lot: 0012992704); product type: 0195-heart valves; implant date: non-implantable unknown mechanical valve; manufacturer unknown; serial: unknown; implant date: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the attempted implant of this medtronic transcatheter aortic bioprosthetic valve, in a patient with an existing mechanical valve in the mitral valve position, the delivery catheter system (dcs) and loaded valve were advanced through the patient without issue. The dcs deployed the valve to 80% deployment and upon review the mechanical valve in the mitral position caused the frame of the valve to be constrained. The valve was recaptured within the dcs and the dcs was withdrawn from the patient. Due to the patient's anatomy, a decision was made to abort the procedure. No patient complications were reported as a result of this event.